Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative arthritis, genu varum, and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a left knee revision due to flexion instability, and pain. The surgeon indicated tibial loosening noting that when he began using the oscillating saw, the tibial component essentially walked itself out of the wound. He reported the cement mantle was 100% intact and well-bonded to the bone, but not to the cement/component interface. There were no concerns reported regarding the femoral, though it was revised. There were no concerns reported regarding the patellar component and it was not revised in the procedure. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018. (Lt knee)